Manufacturer narrative:
Reported event: an event regarding abnormal ion level involving v40 cocr lfit head 36mm/-5 was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned clinician review: no medical records were received for review with a clinical consultant device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: it was reported that patient had excessive levels of chromium and cobalt in his blood. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
This pi is for left hip. It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about on (B)(6) 2014. It is further alleged that he suffered injuries as a result of implantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood. Patient had not yet scheduled a surgery for explantation of the femoral head at issue.

Manufacturer narrative:
Reported event: an event regarding abnormal ion level and trunnionosis/wear involving v40 cocr lfit head 36mm/-5 was reported. The event was confirmed through clinician review of the provided medical records. Method & results: -device evaluation and results: not performed as product was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: this inquiry reports the failure of a left total hip replacement performed in 2014 and revised in 2022 for mechanical wear of the polyethylene component, trunnionosis and elevated ion levels. It also reports the failure of a right total hip performed in 2015 and revised in 2020 for elevated ion levels. I can confirm that the revision of the left hip took place since I was able to review the operation report. I cannot confirm that the revision of the right total hip took place since there is no documentation to corroborate the procedure. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of polyethylene wear are multifactorial including surgical technique factors such as impingement, patient activity factors, and implant factors. Causes of elevated ion levels are also multifactorial including surgical technique factors, patient activity factors and implant factors. To confirm trunnionosis due to corrosion a metallurgical analysis must be performed. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: a review of the provided medical records by a clinical consultant indicated: this inquiry reports the failure of a left total hip replacement performed in 2014 and revised in 2022 for mechanical wear of the polyethylene component, trunnionosis and elevated ion levels. It also reports the failure of a right total hip performed in 2015 and revised in 2020 for elevated ion levels. I can confirm that the revision of the left hip took place since I was able to review the operation report. I cannot confirm that the revision of the right total hip took place since there is no documentation to corroborate the procedure. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of polyethylene wear are multifactorial including surgical technique factors such as impingement, patient activity factors, and implant factors. Causes of elevated ion levels are also multifactorial including surgical technique factors, patient activity factors and implant factors. To confirm trunnionosis due to corrosion a metallurgical analysis must be performed if further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
This pi is for left hip. It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6), 2014. It is further alleged that he suffered injuries as a result of implantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood. Patient had not yet scheduled a surgery for explantation of the femoral head at issue. Update: 07 march 2022: based on the medical review: this inquiry reports the failure of a left total hip replacement performed in 2014 and revised in 2022 for mechanical wear of the polyethylene component, trunnionosis and elevated ion levels.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
This pi is for left hip. It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2014. It is further alleged that he suffered injuries as a result of implantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood. Patient had not yet scheduled a surgery for explantation of the femoral head at issue.